Event description:
Heal-laa study with patient identifier (B)(6).it was reported that a thrombosis occurred.on (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx pro laa closure device with delivery system (wds) and a watchman fxd curve access system (was). The patient was discharged on a continuation of clopidogrel and warfarin. On (B)(6) 2023 during a routine follow-up examination, transesophageal echocardiogram (tee) revealed a non-mobile thrombus on the surface of the closure device. The patient was instructed to begin apixaban in response to the thrombus.